Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. A carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a backflow of blood. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the procedure continued without further issue. There was no patient consequence reported. Additional information was received on the event. The hub was broken. Valve did not break. Valve became partially detached from sheath. Air did not enter the patient¿s body. Issue did not require percutaneous or surgery removal. Hemodynamics was not compromised due to issue with sheath. Volume loss 20 ml of blood. No medical intervention required, physician put pressure against valve and exchanged it for a new vizigo sheath. The bwi product analysis lab received the device for evaluation (B)(6)2021. The device evaluation was completed on (B)(6)-2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. It was performed a microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. A carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a backflow of blood. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the procedure continued without further issue. There was no patient consequence reported. Additional information was received on the event. The hub was broken. Valve did not break. Valve became partially detached from sheath. Air did not enter the patient¿s body. Issue did not require percutaneous or surgery removal. Hemodynamics was not compromised due to issue with sheath. Volume loss 20 ml of blood. No medical intervention required, physician put pressure against valve and exchanged it for a new vizigo sheath. The event was assessed as a MDR reportable hemostatic valve separation issue.